Manufacturer narrative:
One uni-directional, curve d, tactiflex ablation catheter, sensor enabled was received for evaluation. During investigation, it was determined that the device was used during the procedure after the expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. It should be noted that the investigation of this complaint was completed after the product "use by"/"use before" date. No issues related to device age at time of investigation were noted.

Event description:
This report is to advise that an expired device was used in a procedure.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6 one uni-directional, curve d, tactiflex ablation catheter, sensor enabled was received for evaluation. It was determined that the tactiflex batch number 10120408 expired on 30nov2024 which was prior to the reported event date of 25feb2025. A review of distribution records confirmed that this product was distributed prior to its expiration date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. The cause of the use of expired product is consistent with user error.

Event description:
This report includes an updated analysis.